Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The universal handle assembly was returned with a fractured handle sleeve. The fracture runs circumferential to the shaft, through the dowel pin hole. The shaft diameter is conforming to print specification. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the handle was cracked upon impacting. All pieces were recovered and no harm to patient occurred. No further information has been made available.